Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced infection, bleeding, dyspareunia, and vaginal scarring. On (B)(6) 2010 the patient underwent foreign body removal due to mesh extrusion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to sui. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh and cook-surgisis 4-layer and ams-in-fast were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Event description:
It was reported by the patient that she underwent a gynecological procedure for the treatment of stress urinary incontinence in (B)(6) 2009 and mesh was implanted. The patient reported the mesh eroded into her vagina and she required another surgery to remove it in (B)(6) 2010. The patient experienced six urinary tract infections within the first 6 months after surgery. She now has chronic urinary tract infections and is on prophylactic antibiotics. The patient¿s problems have interfered with her sexual relations with her husband. No additional information was provided.